Event description:
The customer contact reported the pump did not deliver. On an unspecified date and time, the pump was programmed to deliver acyclovir 500mg. No specific programming parameters were provided. The nurse reported that on (B)(6) 2010 at 1400, "pump began to infuse, then failed. No blood in tubing, but IV clotted and had to be replaced. Pump sounded like it was working, but it was not dripping in the tubing chamber." There were no reported adverse pt effects and no reported delay of the therapy critical to this pt. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).